Manufacturer narrative:
Customer evaluated device.

Event description:
It was reported to philips that the device is "not working". There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.